Event description:
It was observed that during the device evaluation, the rigid video laparoscope presented a dent in the outer tube, a chipped objective lens, a chipped light guide bundle, and the light guide adapter was loose. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for outer tube dent the event was caused by a component failure of the rigid tube, the light guide bundle was chipped was caused by a component failure of the light guide bundle, the objective lens was chipped was caused by a component failure of the objective lens and the light guide adapter was loose was caused by a component failure of the light guide adapter. A review of the device history record found no deviations that could have caused or contributed to the reported issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.